Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps (fbf) instrument tip had thermal damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The electrode was exposed. The instrument grips were manually manipulated. The instrument passed electrical continuity test and delivered low, intermitted energy with no signs of arcing. The complaint regarding the thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.this complaint is considered a reportable malfunction due to the following conclusion: the fenestrated bipolar forceps was found to have thermal damage at the base of the yaw pulley near the grip. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, it was discovered that the fenestrated bipolar forceps had thermal damage on the tip. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.